Event description:
Healthcare professional reported, rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture-breast was received on may 27, 2024, with lot number 2570586. Based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as fold flaw opening. And missing shell assessed, as inconclusive. As per the investigation procedure: non-penetrating nick and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 24jun2024.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device remains implanted.